Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation, calcified posterior mitral leaflet, flail posterior leaflet 2 for a mitraclip procedure. During the procedure, one mitraclip was implanted at central anterior and posterior leaflet 2(a2p2). An attempt was made to deploy other mitraclip (50121a1064) medial to first clip. Post deployment, single leaflet device attachment (slda) occurred from posterior leaflet. Per the physician, slda occurred due to patient's pre-existing anatomy. The mr was decreased to grade 4 post procedure. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation, calcified posterior mitral leaflet, flail posterior leaflet 2 for a mitraclip procedure. During the procedure, one mitraclip was implanted at central anterior and posterior leaflet 2(a2p2). An attempt was made to deploy other mitraclip (B)(6) medial to first clip. Post deployment, single leaflet device attachment (slda) occurred from posterior leaflet. Per the physician, slda occurred due to patient's pre-existing anatomy. The mr was decreased to grade 4 post procedure. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda was due to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.